Manufacturer narrative:
The device was received by nuvasive qa on october 18, 2022 and the complaint was confirmed. Manufacturing records were reviewed and found no non-conformances, discrepancies, or any other manufacturing issues that could have contributed to the fracture event; the device lot met all release criteria. Examination of returned inserter found the distal tip fractured off just above the threaded portion with what appears to be a high force bending fracture and likely the result of off angled excessive force during use of the slap hammer and considered an unintended use error. The unretrieved fragment in this case was reportedly fix in the interbody cage and a literature review confirms the stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation required. Labeling review: "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage.the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." New or updated information found on sections: b4, d6, d9, d10, g3, g6, h2, h3, h6, h10.

Event description:
New information listed in section h10.

Event description:
During a procedure after initial placement of the modulus cage into the disc space, the surgeon determined the cage positioning needed to be adjusted. The surgeon therefore threaded the modulus inserter back into the cage and began adjusting the cage positioning utilizing a slap hammer. However, after a couple of slap hammer movements, the tip of the inserter fractured off into the cage and could not be removed; therefore, the fractured tip remains lodged within the cage. There was no further patient or procedure impact, and no report of patient or user harm. No additional information is available.

Manufacturer narrative:
The product has not been returned for evaluation. However, provided device photographs and an x-ray confirm the reported tip fracture and tip retention within the cage. Manufacturing records were reviewed and found no non-conformances, discrepancies, or any other manufacturing issues that could have contributed to the fracture event; the device lot met all release criteria. While a definitive cause cannot be determined with photograph and x-ray review alone, based on the reported event, it is possible that off-axis and/or excessive force during slap hammer use could have caused or contributed to the tip fracture. Labeling review: "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Surgical grade instrument lubrication should be applied to all moving components during the wash and sterilization cycle to ensure proper functionality. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..."